Event description:
Discordant, falsely elevated sodium and chloride results were obtained on one patient sample on a dimension vista 1500 instrument. The discordant results were reported to the physician(s). The original sample and a new sample were repeated on the same instrument, resulting lower. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium and chloride results.

Manufacturer narrative:
A global product support specialist reviewed the instrument data, and did not find an instrument malfunction. The customer receives pre-centrifuged samples, it was recommended to re-spin samples prior to sampling. The cause of the discordant, falsely elevated sodium and chloride results is unknown, as the sample resulted as expected upon repeat testing. The instrument is performing according to specifications. No further evaluation of the device is required.